Event description:
Customer reported that on (B)(6), the tube was changed after 3 months of use. Right after trach change, the rt noticed a drop in the expiratory volume. Volumes were set at 500 ml, and expiratory volume were at 305 ml with an inflated cuff. No details to the alleged failure of the device was provided however, it was reported that recannulation was performed. On (B)(6) 2012, the reporter called to confirm no failure of the devices and reported that it was identified to be a positional placement issue by the end clinicians which has now been resolved.